Manufacturer narrative:
Evaluation summary: the device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
Evaluation summary: a review of the logfiles showed that all treatments were completed to 100 % and all laser system functions were within specifications on the date of treatment. The system history showed that the laser was successfully verified prior to, and after the date of treatment. No abnormalities that could have contributed to this event were found. The technical investigation shows that the device met the specifications. No technical root cause could be determined, system was performing within specifications. (B)(4).

Event description:
An optometrist reported that six months following lasik treatment, the patient was diagnosed with ectasia in the left eye. The patient reported blurred vision, as his vision was not as sharp as he would like. The patient was referred to a cornea specialist for a professional opinion of treatment options. No further information is expected.